Event description:
It was reported that a 65-year-old male patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. Cardiac tamponade occurred after the procedure was completed. A pericardiocentesis was performed and the patient recovered. Atrial septal puncture was not performed. Ablation was performed before confirmation because it occurred after the end of the procedure. However, no pericardial effusion was identified during the procedure when using a soundstar catheter. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting: = 30 w: 8 min, = 31 w: 15 ml/min. The product was used as per the IFU (instruction manual). Procedure flow: right ventricle outflow tract (rvot) mapping was performed then ablation for posterior septal which was the earliest phase. A left heart approach was selected due to persisting pvc and a ss map was created with soundstar for left ventricle (lv) and aorta (ao). Mapping of cusp and left ventricle outflow tract (lvot) was created via trans-aorta approach. The earliest site was confirmed at the upper area of lvot, and ablation for the site was conducted. Pvc disappeared and ablation procedure was completed. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were vector and color options used prospectively was tag index. The correct catheter settings was selected on the generator. The pump flow rate setting has not been changed from normal setting and was working without issues. It was not used in the manual mode. No additional filters were used with the visitag. The physician's opinion on the cause of this adverse event was the physician confirmed the adverse event was not related to the bwi product. The patient outcome of the adverse event was fully recovered. No extended hospitalization was required.]

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30731738l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).